Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found pca is burned and need to be replaced, pollen filter must be replaced due pm, ui bezel has some scratches on the display and require replacement.